Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: a crack appears at the tip of the driver starting at the weakest section of the internal hexagon due to bend stress overload applied to the driver. The driver was manufactured in 2004, according its lot number.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver cracked. No patient complications were reported.